Manufacturer narrative:
Philips investigated the complaint. Based on additional information collected, the planned vascular treatment procedure was completed with a delay by transferring the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed the reported problem. A review of the system log files confirmed that the software was corrupted, as indicated in the error logs. To resolve the issue, the fse reloaded the software and restored the backup. The system was then returned to use in good working order. Philips initiated medical device correction z-1091-2026. After this action, the system returned to full functionality. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's suite computer was unable to boot, preventing a full system boot. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.